Event description:
Attempted to restart crrt after it was d/c for or procedure. Lot number on filter 25b0085ca and the upper right of the circuit had liquid come into the de-airation portion. Circuit stopped and clamped and unable to restart successfully so d/c and hl vascath until new priming solutions sent from pharmacy. Able to successfully restart crrt with lot number 25g0034ca filter. Pt had been off of crrt for an additional 2 hours d/t the incident and had become more fluid positive. Slowly worked up to remove more fluid as pt tolerated.